Event description:
External drainage system was mounted to an IV pole using tape. It is likely that the tape failed and caused the drip chamber to fall off and the pt lost approx 300 cc of csf due to overdrainage. Although the pt was alert and responsive at the time of the initial incident, the pt died three days later. Autopsy revealed subdural hematoma as cause of death. It is believed that the tape used to hold the bag onto the IV pole failed, not the bag or the system itself. Also, it is likely the tape had been re-used several times as the pt was repositioned several times.